Manufacturer narrative:
Thirty-five new cv-100 clave connector multidose vial adapters were returned for investigation. There were no visual anomalies or damage observed. Each of the thirty-five new cv-100 clave connector multidose vial adapters were functionally leak tested and no leakage was observed with any of the returned new cv-100 clave connector multidose vial adapters. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a clave® connector multidose vial adapter where the customer reported that the device is defective, and it was leaking. It is unknown if the event had patient involvement or patient harm.